Manufacturer narrative:
The reported events of decreased sensing, decreased impedance, and increased capture threshold were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray analyses were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-16190. It was reported the patient presented for implant procedure. During the surgery, the set screw on the implantable cardioverter defibrillator (ICD) was difficult to release and it appeared the set screw was misaligned. While attempting to implant the left ventricular lead, slack was added to the right ventricular lead at which point sensing decreased, impedance decreased, and capture threshold increased. The physician elected to complete the procedure with a different ICD and right ventricular lead. The patient was in stable condition.